Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft. Approximately six and a half (6.5) years post initial procedure, possible type ii (non-device related), type ib and type iiia endoleaks were identified at routine follow-up. Reintervention has been scheduled. The patient is reported to be in good condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft. Approximately six and a half (6.5) years post initial procedure, possible type ii (non-device related), type ib and type iiia endoleaks were identified at routine follow-up. Reintervention has been scheduled. The patient is reported to be in good condition. After the initial report, additional information was received reporting that reintervention was performed with he implant of an afx vela suprarenal, and two ovation ix extender's; however, this was unsuccessful and the patient was referred out to a different physician. Additionally, the clinical assessment determined that there was evidence to reasonably suggest aneurysm sac growth of 8.9 mm occurred that was not included in the event as reported. Aneurysm sac was measured as 53.9mm on 11/09/22 procedure planning and increased to 62.8mm on 06/07/2022 procedure planning. The aneurysm sac growth was discovered during review of the procedure planning.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ii and type iiia endoleaks are unconfirmed due to lack of pertinent medical records and imaging. The type ib endoleak at the right common distal iliac limb and the additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth of 8.9 mm occurred that was not included in the event as reported. Aneurysm sac was measured as 53.9mm on 11/09/22 procedure planning and increased to 62.8mm on 06/07/2022 procedure planning. These findings were discovered during an examination of the procedure planning. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Though it should be noted that the right common iliac artery maximum diameter at index was 32mm, it is unclear if this contributed to the type ib endoleak. The procedure related harms identified were urinary retention with urethral trauma requiring an additional surgical procedure. The final patient status was reported as being referred to another doctor for repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B2: outcomes attributed to ae ¿ updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code - remove code 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.